Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle did not retract properly. There was no report of patient impact. The following information was provided by the initial reporter: a client emailed indicating they are having trouble with an insyte autoguard. The spring mechanism is not working properly. Item bd 381423, lot number 2284590. 27mar2023: I apologize for the delay. When inserting an IV, the spring on the needle would either not retract at all or extremely slow causing the staff to have an exposed dirty need to manage while taping the site. After a couple of reports, I asked the entire nursing staff who all reported issues. I then pulled all the product with that lot number and tested the product myself. After testing 2 random packaged, it was determined the were likely all defective. The button was pushed to retract the needle which slowly pulled in until about ½ way then stopped. We have had no issues with other lot numbers.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-mar-2023. H6: investigation summary: our quality engineer inspected the representative samples submitted for evaluation. Bd received 5 22gx1.00in insyte autoguard devices from lot number 2284590. A gross visual inspection shows 5 units that are sealed in their packaging. The units were removed from the packaging for functional testing. No physical damage was observed. Upon activation of the safety button, each needle retraction took over 3 seconds to retract which is out of specification (more than 1sec). The report of slow retraction was confirmed with this report. As the devices did eventually retract, we could not confirm that the device failed to retract or partially retract. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to excessive gel in the spring cavity. Further microscopic inspection of the units found that units have gel covering the spring cavity, therefore confirming potential excess gel. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported retraction failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle did not retract properly. There was no report of patient impact. The following information was provided by the initial reporter: a client emailed indicating they are having trouble with an insyte autoguard. The spring mechanism is not working properly. Item bd 381423, lot number 2284590. (B)(6) 2023: I apologize for the delay. When inserting an IV, the spring on the needle would either not retract at all or extremely slow causing the staff to have an exposed dirty need to manage while taping the site. After a couple of reports, I asked the entire nursing staff who all reported issues. I then pulled all the product with that lot number and tested the product myself. After testing 2 random packaged, it was determined the were likely all defective. The button was pushed to retract the needle which slowly pulled in until about ½ way then stopped. We have had no issues with other lot numbers.